Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated.

Event description:
On (B)(6) 2013, patient reported that on (B)(6) 2013, she was feeling sick with diarrhea and had been tired a lot the past few days from it. Patient stated around 4 pm, she took a shower and laid down for a nap. Patient reported, her husband got home and found her passed out and unresponsive. Patient stated, her husband reported, she was cold, clammy and not responding when he found her. Patient reported that after laying down the next thing she remembers is waking up with paramedics around her. Patient stated, her husband attempted to give her some honey but when she wasn't responding he called the paramedics. Patient reported, the paramedics arrived around 5:30 pm and tested her on their meter with a blood glucose reading of 26 mg/dl. Patient stated, she had last tested on her meter at 2:27 pm with a reading of 151 mg/dl. Patient reported, the paramedics tested her twice and the end reading was 77 mg/dl. Patient stated, the paramedics gave her glucose via a gel tube; was treated with 2 tubes of gel. Patient reported, she was not capable of self-treatment at that time. Patient stated, the paramedics then transported her to the hospital where they monitored her but did not treat for the readings at all. Patient can't recall all of the readings; her last reading was 187 mg/dl when they released her at 12:30 on (B)(6) 2013; was not admitted. Patient reported, she was still wearing her infusion device at that time and was still receiving her basal rates at that time. Patient's normal blood glucose range is around 100-130's mg/dl. Patient stated, she had been experiencing low blood glucose readings for the past 3 weeks since she started using the infusion device. Verified basal rate was correct. Patient reported, the buttons on the glucose monitor are erratic in responding; she sometimes has to press them 3-4 times before they respond. Advised patient to contact her physician for her recommended amount of insulin and then we can assist her in programming it to that. Advised patient to try backup infusion device. On callback on (B)(6) 2013, patient reported, she is continuing on the backup infusion device; is not completely sure how to use the primary infusion device and glucose monitoring device. Submitted request for assistance. On callback on (B)(6) 2013, patient reported still experiencing concerns with low blood glucose level. Patient stated last night her blood glucose level was in the 60's mg/dl while she was at work; did not require outside assistance and was able to self-treat. Patient reported, she contacted her doctor and he instructed her on how to change her insulin sensitivity and her readings are now back to normal. Patient stated, she also adjusted her basal rates on the backup infusion device. Advised to switch back to primary infusion device. On callback on (B)(6) 2013 patient reported being back on her primary infusion device and everything is working as intended. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Pump was not requested to be returned.